Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the pump powers up with auditory and vibration alert but the display remains blank upon start up: ¿blank screen¿ complaint is duplicated, the battery compartment is cracked below the bumper pad. Returned battery/cartridge caps were used for investigation. The pump¿s cover was removed, moisture corrosion was found to the printed circuit board, the keypad flex/connector, and to the a circuit on a single component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).